Event description:
It was reported by service report that the power cord was damaged. The power prongs were loose and the sheathing was damaged, resulting in exposed bare wires. No pt involvement or adverse consequences were reported.